Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that there was high blood glucose of 526 mg/dl. At the time of the call, the customer had blood glucose of 372 mg/dl. The customer has a tubing clamp for the high pressure test but is only requesting a new pump. He requested a letter of analysis regarding the pump and why it did not alarm prior to his high blood glucose. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose.